Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 49-year-old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 10 months after insertion of essure (ess205). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 10 months after insertion of essure (ess205). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus, fallopian tubes or other organs'), fallopian tube perforation ('perforation of uterus, fallopian tubes or other organs / migration of the essure device to the abdominal cavity or pelvic cavity') and perforation ('perforation of uterus, fallopian tubes or other organs / migration of the essure device to the abdominal cavity or pelvic cavity') in a 49-year-old female patient who had essure (ess205) (batch no. 12271410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (laparoscopic removal surgery). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, pregnancy with contraceptive device, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: legal claim received. Information added: essure lot number, insertion date, events (chronic abdominal pain, chronic pelvic pain, chronic back pain, excessive bleeding, unintended pregnancy, defice ineffective, migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes or other organs, allergic and auto-immune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety and depression). The event "essure removal" was deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus, fallopian tubes or other organs'), fallopian tube perforation ('perforation of uterus, fallopian tubes or other organs / migration of the essure device to the abdominal cavity or pelvic cavity') and perforation ('perforation of uterus, fallopian tubes or other organs / migration of the essure device to the abdominal cavity or pelvic cavity') in a 49-year-old female patient who had essure (ess205) (batch no. 12271410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (laparoscopic removal surgery). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, pregnancy with contraceptive device, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). Lot number:12271410, manufacture date: 2005-02, expiration date: 2006-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-oct-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus, fallopian tubes or other organs"), fallopian tube perforation ("perforation of uterus, fallopian tubes or other organs / migration of the essure device to the abdominal cavity or pelvic cavity"), perforation ("perforation of uterus, fallopian tubes or other organs / migration of the essure device to the abdominal cavity or pelvic cavity") and pregnancy with contraceptive device ("unintended pregnancy") in a 49 year-old female patient who had essure (ess205) inserted (lot no. 12271410) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of breast reduction in 1989, uterine dilation and curettage in 1988 and bronchial asthma, sinus congestion, uterine fibroid, retroverted uterus, anxiety, depression, allergic asthma, elective abortion, alcohol use, dysmenorrhea, spontaneous abortion, parity 5 and multi gravida. The patient had a family history of prostate cancer. Concurrent conditions were listed as abdominal discomfort, overweight and menorrhagia. Concomitant products included betaderm a (betamethasone dipropionate;salicylic acid) since (B)(6) 2013 and salbutamol. On (B)(6) 2005, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2013. On unknown date she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pregnancy with contraceptive device (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (laparoscopic removal surgery). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: position of essure coils- having coils removed this patient has an essure tubal closure device. No contrast was seen entering into the fallopian tubes or spilling; on (B)(6) 2014: post-essure coil removal the essure tubal closure devices have been removed. At each of the uterine cornua, there is a tiny metallic density corresponding to the prior essure radiopaque marker, and in the right fallopian tube, another residual tiny essure tubal closure device marker, however, the devices themselves have been successfully removed. There has been normal contrast opacification of the endometrial canal with no extension of contrast into the fallopian tubes. The fallopian tubes appear to have been successfully occluded [pathology test] on (B)(6) 2013: clinical data: specimen submitted: tissue, bilateral essure coils gross description: the specimen consists of 2 thin, coiled pieces of metal that measures 25 cm in length by less than 0.1 cm in diameter. Diagnosis: designated bilateral essure coils, procedure unstated two thin coiled pieces of metal no tissue submitted [pregnancy test] on (B)(6) 2013: negative lot number:12271410 manufacture date: 2005-02 expiration date: 2006-10. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-apr-2024: medical record received. New event device breakage was added. Lab data updated. Medical history, concomitant drugs, concomitant conditions, historical drugs are added. New reporters are added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus, fallopian tubes or other organs"), fallopian tube perforation ("perforation of uterus, fallopian tubes or other organs / migration of the essure device to the abdominal cavity or pelvic cavity"), perforation ("perforation of uterus, fallopian tubes or other organs / migration of the essure device to the abdominal cavity or pelvic cavity") and pregnancy with contraceptive device ("unintended pregnancy") in a 49 year-old female patient who had essure (ess205) inserted (lot no. 12271410) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of breast reduction in 1989, uterine dilation and curettage in 1988 and bronchial asthma, sinus congestion, uterine fibroid, retroverted uterus, anxiety, depression, allergic asthma, elective abortion, alcohol use, dysmenorrhea, spontaneous abortion, parity 5 and multi gravida. The patient had a family history of prostate cancer. Concurrent conditions were listed as abdominal discomfort, overweight and menorrhagia. Concomitant products included betaderm a (betamethasone dipropionate;salicylic acid) since (B)(6) 2013 and salbutamol. On (B)(6) 2005, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2013. On unknown date she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pregnancy with contraceptive device (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (laparoscopic removal surgery). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: position of essure coils- having coils removed this patient has an essure tubal closure device. No contrast was seen entering into the fallopian tubes or spilling; on (B)(6) 2014: post-essure coil removal the essure tubal closure devices have been removed. At each of the uterine cornua, there is a tiny metallic density corresponding to the prior essure radiopaque marker, and in the right fallopian tube, another residual tiny essure tubal closure device marker, however, the devices themselves have been successfully removed. There has been normal contrast opacification of the endometrial canal with no extension of contrast into the fallopian tubes. The fallopian tubes appear to have been successfully occluded [pathology test] on (B)(6) 2013: clinical data: specimen submitted: tissue, bilateral essure coils gross description: the specimen consists of 2 thin, coiled pieces of metal that measures 25 cm in length by less than 0.1 cm in diameter. Diagnosis: designated bilateral essure coils, procedure unstated. Two thin coiled pieces of metal. No tissue submitted. [Pregnancy test] on (B)(6) 2013: negative. Lot number: 12271410 manufacture date: 2005-02 expiration date: 2008-10. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-may-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.